Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the medicine area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with a broken door, was confirmed by service. The cause of the reported condition was not determined; no repairs have been performed at the time as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.